Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a damaged connector and a broken hanger assembly. The generator has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product analysis :analysis confirmed that both output connectors were broken and the hanger was broken. Analysis also noted that the lower case was co ntaminated, the keypad window was damaged, the keypad flex was contaminated, the main printed circuit board (pcb) was contaminated, the main seal was contaminated, one case screw and two pcb screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator (epg) was returned for service.